Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) due to pain at magnet site. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 22, 2024.